Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the scs ipg was explanted and replaced on (B)(6) 2017 due to possible infection at the pocket site. Reportedly during the procedure the physician washed out the pocket and placed the patient on antibiotic therapy.